Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. However, in-house testing for reagent lot 19043ui00 was completed. Review of trending data identified no trends for the issue. Device history record review for lot 19043ui00 did not identify any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained kits of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 19043ui00 was identified.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result. Sample ID (B)(6) generated an initial result of 101.50 ng/l. The customer recalibrated the reagent and reran the sample twice generating 3.06 and 2.64 ng/l. A new sample ((B)(6) ) was collected and generated 7.31 ng/l. The sample was also treated with heterophilic blocking reagent and generated 6.49 ng/l. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25, that has a similar product distributed in the us, stat high sensitivity troponin-I, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result. Sample ID (B)(6) generated an initial result of 101.50 ng/l. The customer recalibrated the reagent and reran the sample twice generating 3.06 and 2.64 ng/l. A new sample (1777082) was collected and generated 7.31 ng/l. The sample was also treated with heterophilic blocking reagent and generated 6.49 ng/l. No impact to patient management was reported.